Manufacturer narrative:
The biopsy forceps and the guide sheath were returned to olympus medical systems corp. (Omsc) for evaluation. The guide sheath had no abnormality. The operating wire and the operating pipe of the biopsy forceps were bent and broken off at the part of the handle. The cups of the biopsy forceps were opened. There were foreign material on the distal end of the biopsy forceps, but we found no deformations. The cups of the biopsy forceps could not open and close. We supposed that its pipe was subjected to a load of bending and stretching. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the slider could not be operated since the user operated the slider of the device forcibly with such a situation as it was difficult to operate the slider and the operating pipe was damaged. The device malfunction could have contributed to the symptoms, but omsc could not determine the root cause conclusively. The instruction manual of the device has already warned as follows; do not use excessive force in using the instruments. This could damage the instruments. Do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view or in the x-ray image, do not use it. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage.

Event description:
The user could not operate (pull or push) the slider of the biopsy forceps in the procedure. The intended procedure was completed with another device. On november 29, 2018, there was additional information as follows; the patient developed pleurisy after surgery. On december 10, 2018, there was additional information as follows; the patient did not require hospitalization and was prescribed antibiotic. The user thinks that the device malfunction is not necessarily the cause of pleurisy.